Manufacturer narrative:
Other text: g5: 510k and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff of a bivona trach tube was not inflating. Patient involvement unknown.

Manufacturer narrative:
Additional information - d1: brand name, d4: catalog number, lot number, expiration date, d10: date available for evaluation, h3: device evaluated, h4: manufacture date, and g5: 510k device evaluation: one device was received in used condition without it's original packaging. Visual inspection found no visual conditions were detected. Functional testing included inflating the device with air to check the inflation of the cuff. The cuff inflated normally. No other analysis was performed. No root cause could be determined since the complaint was not confirmed due sample provided does not show the failure mode reported. The unit works as expected, no failure identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.